Event description:
The customer reported that 2000ml of a tpn infusion was programmed for 85 ml/hr at 8pm, to run until 8am. At 9:00pm it was reprogrammed to 183ml/hr. The pump at 12:30am was still showing that it had 1160 ml to infuse with most of the bag empty. In 4.5 hours the patient received 1800 ml instead of 725 ml. The nurse reported blood sugar at 5:26p-77 no coverage, 9:07p- blood sugar 162 given 2 units of novalog insulin and scheduled 15 units of levamir, 1:22a- blood sugar 352 given 12 units of novalog, 7:21a- blood sugar 175 no coverage. There was no report of lasting harm. Nursing staff performed a test infusion off the patient and were not able to identify any error.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No devices received, log review only.

Event description:
The customer reported that 2000ml of a tpn infusion was programmed for 85 ml/hr at 8pm, to run until 8am. At 9:00pm it was reprogrammed to 183ml/hr. The pump at 12:30am was still showing that it had 1160 ml to infuse with most of the bag empty. In 4.5 hours the patient received 1800 ml instead of 725 ml. The nurse reported blood sugar at 5:26p-77 no coverage, 9:07p- blood sugar 162 given 2 units of novalog insulin and scheduled 15 units of levamir, 1:22a- blood sugar 352 given 12 units of novalog, 7:21a- blood sugar 175 no coverage. There was no report of lasting harm. Nursing staff performed a test infusion off the patient and were not able to identify any error.

Manufacturer narrative:
The customer¿s report of the device infusing at the wrong rate was not confirmed. The pcu event log shows that at 7:55 pm on (B)(6) 2018 the pump module was programmed to infuse tpn at a rate of 85ml/hr with a vtbi of 2000ml. The device was then paused and restarted at 7:56 pm. The device alarmed for patient side occlusion and was restarted. At 7:58 pm, the device alarmed for flo stop open for 3 seconds. The door was closed and the infusion restarted. At 9:31 pm, the user changed the rate to 183ml/hr and started the infusion. The user selected yes to the guardrails warning ¿rate exceeds guardrails limit of 175ml/hr. Proceed?¿ the infusion ran until 1:20 pm on (B)(6) 2018 when the user channeled the device off and the system was powered off. The volume recorded as being infused during this period was 831.292ml. Functional testing was performed and the pump module was delivering fluid within specification. The root cause of the reported event was not identified.

Event description:
The customer reported that 2000ml of a tpn infusion was programmed for 85 ml/hr at 8pm, to run until 8am. At 9:00pm it was reprogrammed to 183ml/hr. The pump at 12:30am was still showing that it had 1160 ml to infuse with most of the bag empty. In 4.5 hours the patient received 1800 ml instead of 725 ml. The nurse reported blood sugar at 5:26pm - 77 no coverage; 9:07pm- blood sugar 162 given 2 units of novalog insulin and scheduled 15 units of levamir; 1:22am- blood sugar 352 given 12 units of novalog; 7:21am- blood sugar 175 no coverage. There was no report of lasting harm. Nursing staff performed a test infusion off the patient and were not able to identify any error.

Event description:
The customer reported that 2000ml of a tpn infusion was programmed for 85 ml/hr at 8pm, to run until 8am. At 9:00pm it was reprogrammed to 183ml/hr. The pump at 12:30am was still showing that it had 1160 ml to infuse with most of the bag empty. In 4.5 hours the patient received 1800 ml instead of 725 ml. The nurse reported blood sugar at 5:26pm - 77 no coverage; 9:07pm- blood sugar 162 given 2 units of novalog insulin and scheduled 15 units of levamir; 1:22am- blood sugar 352 given 12 units of novalog; 7:21am- blood sugar 175 no coverage. There was no report of lasting harm. Nursing staff performed a test infusion off the patient and were not able to identify any error.